Manufacturer narrative:
Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Patient reported unknown side rupture. The device remains implanted.